Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer experienced a falsely decreased hemoglobin result for one patient on the cell-dyn 1800 analyzer. The following data was provided: patient 1 hgb=1.8 repeat=12.0 g/dl. The low hemoglobin result was not reported out. The customer uses a normal range for males of 14.1-18.1 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and service of the instrument. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Service of the instrument resolved the issue: the silicon tubing , list number 9130543, was replaced due to worn out, precaution or troubleshooting. Based on the results of this investigation, no malfunction or deficiency was identified. (B)(6).